Event description:
After successful implantation of the catheter a leaking site has been detected on the catheter. Due to the fact, that this site was lying in the subcutaneous tunnel, the catheter had to be retrieved and a new catheter had to be implanted.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.